Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's dexcom initially showed a blood glucose reading of 102 mg/dl but then it dropped to 47 mg/dl. After consuming orange juice and crackers, the value remained at 47 mg/dl. The patient called paramedics who performed a finger stick test that showed a much higher reading of nearly 400 mg/dl. As treatment, the patient then changed their sensor while the paramedics were present to ensure it matched their fingerstick reading, which helped bring their blood glucose down. The patient mentioned experiencing redness upon removal, which he stated was normal for him. The paramedics were at the patient's house for slightly over an hour.